Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.